Event description:
The customer stated that the insulin pump alarmed motor error. The customer's blood glucose reading at the time of the report was 111 mg/dl. During the phone call, the customer stated that two months prior to the report the customer had over bolused and was treated by paramedics for hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.